Event description:
Factory analysis of a returned power supply revealed a bridge rectifier short. Evaluation of the component noted heat related damage. The failure as noted may result in a loss of ac power during normal ventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.